Manufacturer narrative:
B5: describe event or problem: additional information. H6: patient codes: added pain code. H6: impact codes: added code.

Event description:
On 29 april 2005 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the superior tip of inferior vena cava (ivc) filter is located in ivc portion which is within liver. The superior tip of the filter is 1cm inferior to the right hemi-diaphragm. The filter was not fractured. All struts of have migrated outside of ivc. It was further reported that the patient has experienced pain.

Event description:
On (B)(6) 2005 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the superior tip of inferior vena cava (ivc) filter is located in ivc portion which is within liver. The superior tip of the filter is 1cm inferior to the right hemi-diaphragm. The filter was not fractured. All struts of have migrated outside of ivc.

Event description:
On (B)(6) 2005, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed the superior tip of inferior vena cava (ivc) filter is located in ivc portion which is within liver. The superior tip of the filter is 1cm inferior to the right hemi-diaphragm. The filter was not fractured. All struts of have migrated outside of ivc.